Event description:
A customer contacted beckman coulter inc. (Bec) regarding an unknown number of erroneously low free t4 results generated by the unicel dxi 800 access immunoassay system. Per customer, some of the patients were administered medication due to the erroneous results. The customer was requested but refused to provide any patient data or additional information.

Manufacturer narrative:
The customer refused to provide any additional information.